Manufacturer narrative:
Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and red cell ring could be observed. Additionally, 90 retention samples from bd inventory were visually inspected with no issues observed. Bd was unable to duplicate or confirm the customer¿s indicated failure mode (erroneous results-lactic acid) because testing for lactic acid via material number 367871 is not within bd claims. Additionally, further clinical testing could not be conducted as bd clinical laboratories are currently unable to validate testing for the blood ammonia analyte. Complaints for sample quality are under statistical control for the month of september 2023. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for red cell ring. This complaint was unable to be confirmed for erroneous results. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported that the bd vacutainer® sodium heparinn (nh) 75 usp units blood collection tubes had red cell rings. The following information was provided by the initial reporter. A laboratory teacher was using product number 367871 and found severe red blood cell rings in the specimen, which affected the test results.

Event description:
It was reported that the bd vacutainer® sodium heparinn (nh) 75 usp units blood collection tubes had red cell rings. The following information was provided by the initial reporter. A laboratory teacher was using product number 367871 and found severe red blood cell rings in the specimen, which affected the test results.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.